Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 10:02 am the result from the meter was 3.4 inr. At 11:00 am the result from the laboratory method was 2.4 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, no changes in diet, is on no new medications, no signs of bleeding or bruising, no changes in warfarin dosage, and no recent illnesses. The customer's meter and test strips were requested for return. Replacement products have been sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.